Manufacturer narrative:
The customer found that the tubing from the differential mix chamber to the flow cell had popped off the bottom of the flow cell causing the leak. The customer reseated the tubing that fixed the leak and also corrected the issue causing no differential test results to be generated. Identification of failure modes: the tubing from the differential mix chamber to the flow cell had popped off the flow cell. No erroneous results were generated in connection with this event. Upon recur of the failure mode identified; it is likely to cause un-flagged, flagged and or non-numeric results for differential parameters due to improper sample flow from the differential mix chamber to the flow cell for analysis. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The instrument was not generating differential test results and was leaking diluent. The volume of leak was 2 ml and was not contained within the unit. The operator was wearing a lab coat, eye wear, and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.